Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted (date not reported) for unknown reason. Additional information has been requested but it has not been made available as of the date of this report.